Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information was provided in regards on device usage to determine a root cause for this reported failure of suction issue, however the supplier completed a CAPA investigation to address this suction failure. There were two likely root causes identified. One, leak path introduced at the junction where the active wire is potted into the uv joint and two, leak path introduced on the underside of the active suction tube, indicating uv adhesive is not present around the whole circumference of the active suction tube/pvc tube. The risk associated with handle leaks, which included a review of complaints data, has determined that the risk is insignificant. Adjustment of the ultrasonic welder to allow completion of the new handle molding qualification presents significant risk to production. Although correction is proposed, the differing glue shot sizes could lead to errors during production. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email that the device in question could not suction during arthroscopic rotator cuff repair surgery on (B)(6) 2017. The surgery was completed by using alternative device (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was surgical delay in 5 minutes and no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 9-22-5017: the issue was detected during the surgery. No information is available if the electrode powered on at all. No information is available where the suction line was hooked up to. The procedure was able to be completed. Alternatives were readily available. No patient impact.